Manufacturer narrative:
Journal title: 3 year outcomes of the dkcrush-v trial comparing dk crush with provisional stenting for left main bifurcation lesions. Date of event= date of publication doi.org/10.1016/j.jcin.2019.04.056. If information is provided in the future, a supplemental report will be issued.

Event description:
A study was carried out aimed to investigate the difference in target lesion failure (tlf) at 3 years after double kissing (dk) crush stenting versus provisional stenting (ps) for unprotected left main distal bifurcation (uplmb) lesions. A total of 482 patients were enrolled and followed up with at 1, 2 and 3 years. Resolute integrity and another non medtronic drug eluting stent were implanted during the study. Angiographic characteristics included multivessel disease, calcification and chronic total occlusion. 72.2% of patients presented with unstable angina. All patients were treated with aspirin and clopidogrel if not on chronic dual antiplatelet therapy. Clinical outcomes reported after 3 years were cardiac death, target vessel myocardial infarction, target lesion revascularization (tvr) and definite or probable stent thrombosis.